Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who received fentanyl 3000.0mcg/ml; 120.5mcg/day in an implantable pump for non-malignant and chronic low back pain. The patient medical history and concomitant medications were unable to be obtained. An 8476 error code (motor stall) was seen on the patient therapy manager (ptm). It was unknown if the patient recently had an MRI. The patient experienced withdrawal symptoms. The patient went to the emergency room the night of (B)(6) 2018. There were no known environmental/external/patient factors that may have led or contributed to the issue. The troubleshooting performed included pump interrogation. The pump was programmed to minimum rate. The issue was considered ongoing. Surgical intervention was planned, but not yet scheduled. The patient status was indicated to be alive with no injury. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis found that there was corrosion/wear/lubrication on the gear train of the pump motor and that there was a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the motor stall occurred on (B)(6) 2018 with no recorded recovery. The patient did not have a recent MRI. The pump was replaced on (B)(6) 2018. No further information was available.